Event description:
The manufacturer received information alleging a ventilator's flow sensor failed during testing. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's flow sensor failed during testing. The device was not in patient use. The machine flow sensor was evaluated by the manufacturer's product investigation laboratory (pil) and found the machine flow sensor was contamination caused the test failure at service. The device¿s machine flow sensor was scrapped.